Manufacturer narrative:
The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. (B)(4). The device was not returned for analysis. A review of the lot history record of the reported lot could not be conducted because the lot number was not provided. No femoral angiogram or other imaging was taken prior to the procedure. It should be noted the proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The reported difficulties and subsequent treatment appears to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an interventional watchman procedure. Reportedly, no imaging was performed of the access site prior to the procedure. After step #3 [removing the plunger], the knot and suture pulled out. The knot was undone. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 14f and the watchman procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.